Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she woke up yesterday morning and felt pain in the battery sight. Her implantable neurostimulator (ins) is placed in her chest area on the right side, above her breast. When she woke up yesterday she noticed the ins was kind of flipped out of place. She could see it bulging in a whole different position. It is really painful just to the lightest touch. The area was red and inflamed and was starting to bruise. There was no trauma/falls reported that could be related to the issue. The patient was redirected to their healthcare provider. Healthcare provider listings were provided. The patient was advised they could go to their family healthcare provider of the emergency room if the patient felt it was necessary. The indication for implant was cervical radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.